Event description:
The mother of a patient called and explained that her daughter was shunted for pseudo tumor cerebri. She was also experiencing symptoms of subdural bleeds, etc. Valve was shut off. After the bleeds were resolved, the clinician attempted to re-open the valve, the patient then experienced symptoms including vomiting, headache, and extreme sensitivity to noise. She is saying things like it feels like her head is ¿under water¿. Patient is trying to get an appointment to see her doctor. Mother wanted to know if the symptoms her daughter was experiencing was in line with the series of procedures she has had.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.